Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: 1107823.

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.